Event description:
There was an allegation of questionable results from an accu-chek inform ii meter. At 11:06 am the meter result was 518 mg/dl. At 11:08 am the meter result was 238 mg/dl. At 3:36 pm the meter result was 426 mg/dl. At 3:38 pm the meter result was 212 mg/dl.

Manufacturer narrative:
The meter serial number is (B)(6). The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.